Event description:
During the leadless pacemaker (lp) system implant procedure, the lp spontaneously released from the delivery catheter. The lp was dislodged and had to be retrieved. The patient was stable.

Event description:
Additional information was received that the lp was dislodged within the right atrium. No new atrial device was implanted.

Manufacturer narrative:
The reported event of ¿device was released incidentally when went into tether mode¿ was confirmed. As received, a catheter was returned in one piece without a device. Visual analysis of the catheter did not find any anomalies. X-ray inspection of the catheter noted both tethers to be buckled/damaged in the transition zone and the torque coil offset/damaged in one locations distal to the transition zone. Dimensional analysis that was performed found all measurements that were able to be taken were within product specification. The reported event was isolated to the buckled/damaged tethers located at the transition zone.